Manufacturer narrative:
This pi has been identified as a duplicate of MFR# 0002249697-2018-01503. If any additional information is received, it will be reported under the original record.

Event description:
It was reported by a patient " dr. (B)(6) from (B)(6) put in two hip replacements for me. He was very aware of my metal allergies from the mellisa test. He requested special implants since I can't have trace amount of nickel or zirconium. He has found out that the screws have trace amounts of theses metals. I have gained 24 pounds in the first 3 months of surgery! I have cold hands and feet. There is bursitis in both hips and pain in left hip. My legs are numb". Update on 08-january-2019: spoke with patient and she stated she has trouble sleeping because of the pain in her hips. This pi is for left hip replacement done on (B)(6) 2016.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported by a patient "dr. (B)(6) from (B)(6) orthopedics put in two hip replacements for me. He was very aware of my metal allergies from the melisa test. He requested special implants since I can't have trace amount of nickel or zirconium. He has found out that the screws have trace amounts of theses metals. I have gained 24 pounds in the first 3 months of surgery! I have cold hands and feet. There is bursitis in both hips and pain in left hip. My legs are numb." Update 08-january-2019: spoke with patient and she stated she has trouble sleeping because of the pain in her hips. This pi is for left hip replacement done on (B)(6) 2016.